Event description:
The patient has two leads from the same lot. It was reported the patient's programs have been auto-reducing due to invalid impedance. In turn, the patient has been unable to receive stimulation. Reprogramming to provide resolution was unsuccessful. The patient underwent x-rays and will undergo surgical intervention on a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.